Event description:
According to the available information, a revision procedure has been scheduled as the pump has stopped working. Reportedly the pump stopped working two years after the initial procedure. According to additional information received on 07-jul-2026: the implant was implanted in 2003 in the USA. Upon explanation in australia, it was found that the implant (23 years old) has become fractured and detached at the reservoir tubing. There was also a fracture in the exit tubing to one of the cylinders. The exit tubing was found to be extremely superficial (from original implantation). A new classic pump with cylinders were inserted along with a new reservoir. The old reservoir was drained and retained.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. A photograph was provided in which the tubing can be seen as broken. Without the benefit of analyzing the device, quality cannot verify root cause of the break. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures.